Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found only a partial lead was returned for analysis. An insulation abrasion exposing the outer coil was noted at 6.4 cm to 6.5 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).